Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on mobile system, 132 mg/dl on compact plus system within 10 minutes. No adverse event was reported. Mobile strips not available for return.

Manufacturer narrative:
Medwatch with a1 identifier (B)(6) is mobile system, medwatch with a1 identifier (B)(6) is compact plus system. The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return